Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. A paper lid, an empty winding former and a suture piece of product code vr490 were returned for analysis. During visual inspection of the sample, the insertion mark could not be observed and the other extreme was cut that appears to be by use of surgical instrument. In addition, the needle was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿ the needle popped off of the suture at the swage¿.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off of the suture at the swage. A second like device was used to complete the procedure with no consequences reported. No additional information was provided.